Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 116mg/dl. Troubleshooting was performed, and the customer was not able to rewind the device. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.